Event description:
It was reported that during unpacking the device for a percutaneous coronary intervention the device was found outside the sterile packaging. During unpacking the 2.5 x 15mm apex mr balloon catheter the device was found in the box, though outside the sterile inner package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during unpacking the device for a percutaneous coronary intervention the device was found outside the sterile packaging. During unpacking the 2.5 x 15mm apex mr balloon catheter the device was found in the box, though outside the sterile inner package. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
The apex catheter was received inside the carrier tube within the opened product pouch and shelf carton. The tyvek flap was completely torn off of the product pouch. The poly bag shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Though analysis of the returned product confirmed the reported event, the packaging seal was torn open and it could not be determined definitively when the packaging seal was opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).